Manufacturer narrative:
The devices were returned together to olympus for evaluation, and it was confirmed that a piece of the forceps stopper was missing from the device. There were no abnormalities found on the scope or in the forceps channel. The specifications and functionality of the scope were satisfactory. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Event description:
The olympus representative reported on behalf of the customer that during the diagnostic endobronchial ultrasound tomography with guide sheath procedure, it was discovered that a piece of the biopsy valve had fallen from the bronchovideoscope into the patient's bronchial tube and was immediately collected using forceps. There was no procedural delay and the procedure was completed successfully with the same device. No further additional intervention was required as a result of the issue. The outcome of the procedure and the condition of the patient was not affected as a result of the issue. The device was inspected before use and appeared normal. Related patient identifier: (B)(6) single use biopsy valve (sterile) model: maj-210 sn: unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the rubber fragment fell off because the endo-therapy accessory was inserted and/or withdrawn at a tilt to the biopsy valve and an excessive load was applied to the rubber. Olympus will continue to monitor field performance for this device.